Event description:
The customer reported that the following happened while testing a patient on the coaguchek xs meter (serial number (B)(4)). On (B)(6) 2016 the meter was used to obtain a result of 2.4 inr at 11:00 am. No change was made in the coumadin dosage after the meter result. On (B)(6) 2016 the patient could not see out of one of her eyes. The patient came into the office on (B)(6) 2016 and was then transported to the emergency room via a vehicle. On (B)(6) 2016 at an unspecified time the patient's inr was 1.79 inr from a laboratory sample using a stago reagent. It was determined that the customer had a stroke sometime after getting the 2.4 inr result on the meter on (B)(6) 2016. There is no information provided as to what therapy or treatment was done with the patient since the stroke. The therapeutic range for this patient is 2.0-3.0 inr. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 20540311) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.